Manufacturer narrative:
No findings possible as no parts were received by the manufacturer for evaluation. The reported event is a missing part, so no part return is expected. The customer site has declined part replacement at this time. The system is fully operational.

Event description:
A medtronic representative reported that the imaging system ratcheting socket wrench was missing. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Further review found that the reported event was related to user error related to the site staff misplacing a component of the imaging system with no patient involvement. There was no malfunction of the device and the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.